Manufacturer narrative:
The associated orthomatch universal cutting block was not returned for evaluation. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened. Credit cannot be issued for the device.

Event description:
It was reported that the instrument was not holding firmly to 3' connector and it kept falling off increasing theatre time and causing inappropriate tibial cuts. Surgeon finished surgery using competitor's device.